Event description:
The surgeon performed an open lysis of adhesions on an otherwise healthy patient in 2003. At the end of the procedure he instilled 300 ml of gynecare inergel. Five days later the patient started to experience severe abdominal and pelvic pain. Their temperature and white blood count were normal. Initally, a CT scan showed a fluid collection consistent with a collection of gynecare intergel. Hematoma was also considered but was later ruled out. Their pain persisted and on post-op day 12 a repeat CT scan showed that the intrapertioneal mass had resolved but there was a fluid collection above the rectus sheath. Attempts to drain the fluid were unsuccessful. The pain eventually resolved.